Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was able to properly load into the jaws of the device. However, the clip was unable to close. The remaining clips were fired and the same issues were found as the clips were able to load properly into the jaws, but none were unable to close. The jaws appeared to be misaligned which would cause the clips to be unable to properly close. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, (B)(4), was other remarks: reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "not closing" was confirmed based upon the sample received. One device was returned. The device was found to have misaligned jaws which prevented the clips from closing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
After applying 5 clips successfully, the next four would not clip around the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600450 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After applying 5 clips successfully, the next four would not clip around the vessel. The patient's condition was reported as fine.